Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified inflation media inside the balloon indicating that it had been inflated. It is not known when positive pressure was applied to the device. An image provided by the customer illustrated the proximal balloon cone to be bulging. This is an indication that insufficient, or no negative pressure was applied to the device when the image was taken. For investigation purposes the investigator applied full negative pressure to the device and found no issues with profile of the balloon. No issues or damage was noted with the balloon material, balloon profile or blades. All blades were present and fully bonded to the balloon material. The customers introducer sheath was not returned with the device. For investigation purposes the investigator applied a vacuum using a 20ml syringe and successfully advanced the device through a 6fr boston scientific introducer sheath and successfully withdrew it without any resistance issues or damage to the sheath noted. No issues were noted that could have contributed to the complaint incident. No issues were noted with the of the device's tip. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon shaft was bulged. The target lesion was located in the cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the blue balloon cover was removed, it was noted that the shoulder part of the shaft was bulging. The device could not be inserted into the sheath even after it was manually flattened. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the balloon shaft was bulged. The target lesion was located in the cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the blue balloon cover was removed, it was noted that the shoulder part of the shaft was bulging. The device could not be inserted into the sheath even after it was manually flattened. The procedure was completed with another of same device. No patient complications were reported.